Event description:
According to the reporter: prior to procedure when the package was opened a nurse found the outer trocar part got disengaged. New one was opened to complete the case with no problem.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/09/2014. This report was determined to be a non-reportable event.

Manufacturer narrative:
(B)(4).